Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to be unable to switch on. This fault was attributed to corrosion on the on/off button contact pads due to storage outside of indicated conditions. The fault could not be replicated after the corrosion was cleared. The corrosion on the on/off button contact pads alongside the multiple temperature below the indicated minimum of 0°and corrosion on the membrane tail, would indicate that the device had been stored outside the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted their distributor to report that their device had an on/off defect. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted their distributor to report that their device had an on/off defect. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.